Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to cup loosening, dense adhesions, bleeds and fibrinous exudate inside the femoral head, scar tissue, osteophytic overgrowth and a defect in the acetabular wall.replaced with pinnacle.